Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This medwatch report is in response to receipt of (B)(4) event report # mw5080639.

Event description:
It was reported via (B)(4) report that a patient underwent an unknown procedure on an unknown date and suture was used. Post procedure, on an unknown date, the patient experienced infection and wound dehiscence. Additional procedure was performed on unknown date to remove non and absorbable suture. It was reported there were other procedures, no specifics were provided. It was reported that three months post op, the wounds are not closed. No additional information was provided.